Event description:
Medtronic physio-control is investigating the observation of devices that failed during the manufacturing process due to the occurrence of fauly code 9802. When this fault code occurs the defibrillator cannot be used. There have been no confirmed failures in distributed devices related to this issue.